Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery.¿

Event description:
It was reported that small air bubbles were observed along the infusion set tubing. The customer's blood glucose level was 88 mg/dl. Troubleshooting with tandem technical support showed that the customer was not following the proper technique to fill a cartridge. Tandem technical support educated customer regarding the fill instructions. Reportedly, the customer replaced the cartridge to resolve the issue, and continued using the pump for insulin therapy.